Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient experienced loss of stimulation. The patient underwent a procedure where the lead was removed. Post operatively, the patient was doing well.

Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient experienced loss of stimulation. The patient underwent a procedure where the lead was removed. Post operatively, the patient was doing well.